Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient provided self-treatment for a low blood glucose (bg) of 56 mg/dl and 62 mg/dl with dizziness, blurred vision, unsteadiness when standing and walking associated with an alleged time/date reset issue. The patient alleged that the pump¿s time changes from am to pm overnight by itself. Reportedly, the patient continued pump therapy and provided self-treatment in the form of glucose tablets/glucose gel. During troubleshooting with customer technical support (cts), it was revealed that the time and date reset to default when the battery was removed from the pump for less than 12 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged time/date reset issue, with use error as a contributing factor.

Manufacturer narrative:
Follow-up # 1 date of submission 23-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings:the available black box data showed evidence of a time/date reset to default setting after pump rebooting events. Time/date reset to default setting was duplicated during investigation. The initial complaint was confirmed. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.